Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that the trunk-ipsilateral leg component unintentionally partially covered the left renal artery. The physician is reportedly going to monitor the patient because the blood flow was preserved. The patient tolerated the procedure.